Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon was tightly folded, and there was blood in the wire lumen. The tip, balloon, markerbands, proximal weld, inner/outer shaft (lumen) and hypotube were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube. No separation or fracture was found in the device. Inspection of the remaining device found no other defects or irregularities.

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the left anterior descending artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the left anterior descending artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.